Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device experienced an ibp test failure. There was no reported patient involvement.

Manufacturer narrative:
Model and serial number corrected. UDI #: (B)(4).